Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending, a follow up MDR will be submitted to include investigation conclusions.

Event description:
This complaint is being reported based on the FDA MDR malfunction precedence "difficult advancement." They tried to put the zso-7-15 in to the intrahepatic duct, but the zso-7-15 could not pass through the stricture in the intrahepatic duct.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining (B)(4). Importer site establishment registration number: (B)(4). 1 x zso-7-15 device of lot # c1448053 was returned to cirl for evaluation. Lab evaluation: a lab evaluation was held on 18 sep2018. Upon evaluation of the returned device there were no anomalies noted that could have contributed to the complaint issue. There were slight pinch marks on the non tapered end of the stent and also on the body of the stent near the tapered end which were consistent with the removal of the stent via forceps. A wire guide passed through the stent however there was some slight resistance met when passing the forceps marks on the non tapered end. The complaint is confirmed based on customer testimony as the clinical settings that could impact on the functionality of the device cannot be replicated in the laboratory. A possible root cause could relate to the patient anatomy and a tight stricture. A definitive root cause for the customer complaint could not be determined as the exact operational conditions of use could not be replicated in the laboratory setting. Root cause: a definitive root cause for the customer complaint could not be determined as the exact operational conditions of use could not be replicated in the laboratory setting. However, it is possible that a tight stricture may have contributed to the failure of the stent to pass the stricture and a smaller or firmer stent may have been more appropriate for the stricture. Document review: a review of manufacturing records for lot # c1448053 did not reveal any discrepancy related to the complaint issue. There is no evidence to suggest that this issue effects the entire lot c1448053, a review of the complaints history determined that this failure has not occurred previously with lot c1448053. Prior to distribution all zso-7-15 devices are subject to 100% inspection to ensure device integrity; these inspections and functional checks are outlined in internal procedures in place at cirl . IFU review: it may be noted that according to the instructions for use, ifu0045-6, a contraindications identified includes an ¿inability to pass wireguide or stent through obstructed area¿ and the user is also instructed to: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use¿. Summary: the complaint is confirmed based on customer testimony as the clinical settings that could impact on the functionality of the device cannot be replicated in the laboratory.

Event description:
This complaint is being reported based on the FDA MDR malfunction precedence "difficult advancement." They tried to put the zso-7-15 in to the intrahepatic duct, but the zso-7-15 could not pass through the stricture in the intrahepatic duct.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to (B)(4). Importer site establishment registration number: (B)(4). Investigation is still pending, a follow up MDR will be submitted to include investigation conclusions.

Event description:
This complaint is being reported based on the FDA MDR malfunction precedence "difficult advancement." They tried to put the zso-7-15 in to the intrahepatic duct, but the zso-7-15 could not pass through the stricture in the intrahepatic duct.